Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there was low sample volume collected in an unspecified number of devices. In some instances recollection was required. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-sep-2025 investigation summary: bd received 10 samples for investigation. All 10 samples were subjected to functional testing and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ there was low sample volume collected in an unspecified number of devices. In some instances recollection was required. No adverse impact was reported regarding the patient or user.